Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer won¿t open. A technical support specialist (tss) had remoted into the cab and discovered a pi 55845 error. The tss restarted the medbank application, and the staff were able to pull their medications for the patient. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer would not openthe customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.